Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The impella has been returned for evaluation. Functional testing was performed and the pump passed the laser continuity test. No catheter kinks were noted. Psnr alarm was reproduced on the lab console. 5s parameters were taken and they did not meet specification. Removing the optical sensor revealed it to be damaged with a void in the silicone. Data logs showed that there are position signal not reliable (psnr) alarms at the time when ps goes out of specification. The root cause of the optical signal issue was a determined to be a damaged sensor. Added- d6a/d6b in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was received from the customer and therefore, an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. Shortly after implantation, the placement signal and left ventricle disappeared with a message saying the placement control not reliable. The pump was noted to be running on auto mode at 3.2 liters per minute. The patient became unstable during the main stem intervention and the decision was made to exchange the pump and the automated impella controller (aic). No patient harm was reported.